Event description:
It was reported that the sealing strip on the overpouch of a capd disconnect y set was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Reporter: international phone number: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection and fluid pressure testing was performed. A short simulated therapy was successfully performed. The reported condition was verified. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.